Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. It was reported customer "was found over-sugared and was found at night in the front yard". Customer had experienced a loss of consciousness and was taken to a hospital where he was diagnosed with hyperglycemia, hypothermia, and a stroke and remained in the hospital for an unspecified duration of time for treatment (unspecified) and rehabilitation. It should be noted that while over time prolonged hyperglycemia can increase stroke risk, there is no indication that lower readings from a single sensor would have caused or contributed to the reported stroke. No additional information was provided. There was no report of death or permanent impairment associated with this event.